Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no product returned and without actual complaint device, it is difficult to comment on the difficulties encountered when attempting to advance protection sheath over filter. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: using a navalign celect filter, deployed from femoral to jugular, the struts did not run in and protrude out of the filter. It was not inserted into the sheath as the doctor was worried the sheath would be damaged. Patient outcome: unknown.